Manufacturer narrative:
Other applicable components are: product ID: 3587a, lot# l98265, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a manufacturer representative regarding a patient with an implantable neurostimulator (ins) for the treatment of multiple back operations and radicular pain syndrome (radiculopathies). It was reported that the patient¿s lead moved several years ago, and the patient had a revision. The revision was unsuccessful due to the type of lead that was in use. No further complications are anticipated.

Manufacturer narrative:
The main component of the system and other applicable components are: product ID: 3587a, lot# l98265, implanted: (B)(6) 2001, product type: lead. If information is provided in the future, a supplemental report will be issued.

Event description:
Additional information received from a manufacturer's representative. It was reported that the doctor and the representative asked the patient when the issue occurred and they didn't know the approximate year/month of the movement of the lead or the revision- they answered with "a couple of years after implant". The patient was (B)(6)years old with severe tremors. When they asked the patient how much they weighed they responded "about what it is now, (B)(6)". No further complications reported.